Event description:
Reporter calling to report a problem with two menstrual devices. She states that due to her heavy menstrual cycles, she prefers to use a menstrual cup. She was using a softdisc, however it became clogged and was no longer usable. She then used a divacup, and she states this became stuck to her cervix. She states she removed this herself, but doing so was painful and she had to take tylenol but did not seek any other medical treatment. She states she is an "(B)(6) pink card holder" and received the divacup through the (B)(6) pink card program. This program enables her to have access to ob/gyn and prenatal care. She states that through this program she learned she is at risk for cervical cancer, and for this reason wanted to report the problems she experienced with the softdisc and divacup.